Event description:
A patient reported blood glucose results of "323 mg/dl, 231mg/dl, and 219 mg/dl" with a lifescan meter, performed between 11-20 within 11minutes of each other. The meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.